Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the lead was implanted with good lead measurements; however, then noise was observed via the pacing system analyzer (psa). The lead was connected to the device and noise and high impedance measurements of greater than 2000 ohms were noted. The lead was retested through the psa, and high impedance measurements and noise were again observed. The physician was going to explant the lead, but the helix could not be retracted. The lead remains implanted, and the device was programmed to vvi 40. The patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information was received which noted that the lead also exhibited non-sensing. No adverse patient effects were reported. The lead remains implanted in the patient.